Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the port allegedly had catheter obstruction. It was further reported that the port allegedly had both aspiration and infusion issues. Reportedly, the catheter was removed. There was no reported patient injury.

Event description:
It was reported that sometime post a port placement, the port allegedly had catheter obstruction. It was further reported that the port allegedly had both aspiration and infusion issues. Reportedly, the catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the power port isp m.r.I., 8fr groshong that are cleared in the us. The pro code and 510 k number for the power port isp m.r.I., 8fr groshong are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport attached to a groshong catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed on the returned device. A partial compound break was noted on the attached catheter from the distal end of the cath-lock. Kinks were observed throughout the attached catheter. The edges of the partial compound break were noted to be uneven, and the surface was noted to be round and smooth in both regions. Splits were noted on the border of both regions. Upon infusion, a leak was observed from the partial compound break. Aspiration was attempted and was unsuccessful as dye water did not fully return to the in-house syringe attached. Therefore, the investigation is confirmed for the reported flush issue, suction issue and the identified fracture, catheter wear and deformation issues. The investigation is inconclusive for the reported obstruction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.